Event description:
It was reported that the home patient (hp) experienced peritonitis manifested by vomiting, upset stomach and decreased appetite coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for this event. The same day, the patient started treatment with unspecified antibiotics (ip, dose and frequency not reported). The cause of peritonitis was unknown. The patient was hospitalized for six days prior to being discharged from the hospital. On an unreported date subsequent to hospitalization, the patient discontinued unspecific antibiotics. At the time of this report, the patient was recovering from peritonitis. The pd therapies were ongoing. No additional information is available. This report is 3 of 3.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was conducted for potentially associated lot numbers gd894725 and gd894881 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).